Manufacturer narrative:
Corrected data: h6: component code.

Event description:
The device was missing components during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The device was missing components during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.